Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as that the surgeon was trying to plane down the calcar over the broach, the calcar planar extremely dull and would not take any bone. Another tray was opened, but that was also very dull. Surgeon insisted on discarding that calcar planar and getting two new ones. When trailing the unipolar spacers, the +0 and +5 unipolar trial would not seat correctly on the neck trial. Surgeon lightly impacted them but the adapters both cracked. Both were discarded. Surgical delay of 5 minutes.